Event description:
The manufacturer has completed the evaluation for a ventilator with an allegation the fio2 could not be adjusted. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor pca and oxygen blending module pca were replaced to correct the issue. The oxygen blending module pca was forwarded to the manufacturer's quality assurance laboratory for further investigation. A malfunction of the pca was confirmed. The root cause of the malfunction was determined to be o2 flow sensor, u24, out of tolerance.